Event description:
Alaris pump channel failed while pt was on the CT table. Pump was infusing epi for a post cardiac arrest pt. The pump failure caused the pt's heart rate to drop resulting in rn having to give pushes of epi. FDA safety report ID# (B)(4).